Manufacturer narrative:
Summary of the analysis: analysis results indicated that customer¿s issue with the unit was overheating was not able to confirm. Handpiece was tested and the ambient temp or start temp was 76.2 and the rise or max temp was 93.2. The (max temp - the ambient temp = 17 which is passing. However, the cable was cut. Replaced cable. The handpiece was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicated that the handpiece overheated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.